Event description:
Healthcare professional (hcp) for 2 yr old pt reports receiving "low drain" and "negative ultra-filtration" alarms during automated peritoneal dialysis treatment on homechoice device. Pt has a fill volume of 300 mls. Hcp reports no pt injury or medical intervention as a result of alarms.